Event description:
The customer reported that one of the employees experienced a "headache" from an oil mist. The employee sought medical attention and was prescribed topomax. The asp field service engineer (fse) went to the facility to assess the unit. The customer continued to have symptoms after the unit was repaired.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the oil mist filter. The system was found to be operating to MFR specifications. This issue has been addressed with a customer letter related to correction and removal.